Event description:
It was reported that the right ventricular (rv) lead pacing threshold had increased and r-waves decreased. The lead remains in use and is being monitored closely. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The save to disk data was reviewed and no anomalies were found.